Event description:
Customer reportedly received results of 19.0 mmol/l and 8.0 mmol/l within 4 minutes on the mobile system. No actions taken based on device results. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.